Event description:
It was reported that during an implant procedure, the lead did not advance at the union of the superior vena cava and the left subclavian veins after several attempts. The physician decided to extract the lead. The lead could not be extracted without removing the introducer, as well. It was further reported that upon removal of the lead, visual inspection revealed that the tip of the lead was twisted and the helix was slightly extracted. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned. The lead was stretched. There was blood/body fluid (not obstructed) on the distal conductor. The inner insulation was kinked and buckled. The helix/lobe was distorted/ bent with blood in/on the helix/lobe mechanism. It was also noted there was a damaged guidetooth and the tip was bent. Visual analysis revealed the lead was damaged at implant.